Manufacturer narrative:
Product ID 8709, lot# j10908r39, implanted: (B)(6) 2002, product type catheter. (B)(4).

Event description:
It was reported that the patient was in the intensive care unit (ICU) and was having a magnetic resonance imaging (MRI) scan done for a suspected stroke. It was later confirmed that she did not have a stroke or pump related issues. The MRI revealed that the patient had syringomyelia at the base of the skull. It was indicated that the patient had upper extremity surgery in june and post-operatively she became acutely unresponsive. The patient was placed on home bi-level positive airway pressure (bipap) and had slowly begun to improve. Shortly thereafter, she declined again and was subsequently intubated for four days. It was indicated that her mental status improved with mechanical ventilation and oxygen as she was noted to be hypoxic. She also had pleural effusions by chest-x-ray with minimal secretions. She had unexplained periods of apnea and physicians could not determine an explanation for her altered mental status and respiratory failure. On (B)(6) 2012, the patient was intubated. The following day the patient was transferred within the hospital but 24 hours later she again was unresponsive and required 2 minutes of cardiopulmonary resuscitation (CPR). The patient was re- intubated and transferred back to the ICU. After being extubated on (B)(6) 2012, she still had remained short of breath and was requiring daytime bipap and oxygen, which was not her normal. It was reported that episodes of unresponsiveness occurred once the patient became acutely hypoxic. She was noted to have "mucus plugging," a very weak cough and then she would pass out. This was noted to have occurred several times while in the ICU. After the patient would get suctioned aggressively, her mental status would clear. Because of her respiratory status, the patient had "pigtail catheters" placed bilaterally on (B)(6) 2012 to drain the pleural effusions. The pleural effusion on the right side was drained on (B)(6) 2012 and the left one was continued on (B)(6) 2012 because it was painful to the patient. It was reported during that time that the patient continued to have desaturations and mental changes. She would also infrequently have bradycardia but was treated. On (B)(6) 2012, the patient's pump was turned down by 10%, from 87.5mcg per day to 80.5mcg per day. It was noted after the decrease in pump, her cough had seemed stronger. She was successfully weaned off of oxygen. Her right chest tube was discontinued and she no longer required suctioning. When the patient was evaluated by speech therapy, they determined that the patient had difficulty swallowing and trace aspirations with thin liquids was noted. The patient was also treated for proteus infection from her mitrofanoff site. The patient had a refill on (B)(6) 2012, and wanted to increase her dose due to "tightness" she experienced in the morning. It was indicated that it's not noticed during the rest of the day. It was determined that the pump would not be increased since the patient previously complained of upper extremity weakness and pulmonary issues. It was reported that the patient's pump would not be increased unless upon examination, her spasticity was significantly worse. It was noted that the patient continues to use continuous positive airway pressure (CPAP) at home. Further trouble-shooting was being considered.